Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. Insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarm several times. The customer's blood glucose value was 200 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that the insulin pump was cracked near battery cap. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.